Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The surgeon stated that he has a picture of malformed clips. No other information is available at this time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore, we were unable to review the manufacturing records